Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65100, serial number/date code and age of device are unknown at this time. The owner's manual part number 1150739 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the rollator cracked while the consumer was seated. No injury alleged.

Event description:
Customer alleged while using, rollator cracked. No injury alleged.